Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was damaged and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/04/2016. The device has been returned and evaluated by product analysis on 09/12/2016 with the following findings. No evidence of short battery life was observed in the pump histories. The pump's electrical current draws found to be within specifications. The battery compartment was found to be cracked and the source of a leak. There was no evidence of moisture present. The battery cap was found to be damaged.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016.correction to serial #.